Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. There is no indication of a general instrument or reagent issue.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) stat (short turn around time) - tnths stat on an e411 analyzer. The sample initially resulted as 91 ng/l and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2016, resulting as 8.52 ng/l accompanied by a data flag. The sample was repeated again on (B)(6) 2016, resulting as 8.72 ng/l accompanied by a data flag. A corrected report was issued with a result of < 14 ng/l. The patient was not adversely affected. The tnths stat reagent lot number was 18754801. The reagent expiration date has been asked for, but not provided.